Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2011]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact with no damage observed. All of the keypad buttons were found to be intermittently responsive and require excessive force to activate. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display screen was found to be faded.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.